Event description:
During the device evaluation, the gastrointestinal videoscope's was observed to have a rusty nozzle. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.